Manufacturer narrative:
(B)(4). Patient born on unknown date in 1962. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Additional information was received from the patient's nurse. The patient did not respond well to their therapy treatment and was scheduled to have their catheter removed. On an unreported date, the patient was discharged from the hospital. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The peritonitis was manifested by abdominal pain, cloudy effluent and diarrhea. The pt was hospitalized for the event (dates unspecified). Treatment was not reported. The cause of peritonitis was not reported. At the time of this report, the peritonitis was not resolved, the pt was not recovered, and dianeal therapy was ongoing. Additional information was requested but is not available.